Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the acetabular drill snapped during the case. The customer commented that the surgeon had been heavy handed. The drill snapped cleanly. No pieces fell into the patient. There was a couple of minutes delay while a new drill was opened but no adverse consequences. The case was completed successfully.

Manufacturer narrative:
An event regarding fracture involving an acetabular drill was reported. The event was confirmed. Method & results: -device evaluation and results: the majority of the drill fracture surface was obscured by post-fracture abrasion, however ductile fracture morphologies were observed on the drill. Eds showed the drill was consistent with a 400 series stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a material analysis report of the returned device concluded that the majority of the drill fracture surface was obscured by post-fracture abrasion, however ductile fracture morphologies were observed on the drill. Eds showed the drill was consistent with a 400 series stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the acetabular drill snapped during the case. The customer commented that the surgeon had been heavy handed. The drill snapped cleanly. No pieces fell into the patient. There was a couple of minutes delay while a new drill was opened but no adverse consequences. The case was completed successfully.